Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to fluid loss in tubing. During the procedure it was noticed that the tubing from the pump to the pressure regulating balloon (prb) was frayed. No patient complications were reported.